Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Analysis by a third-party service center reviewed the event history log and discovered an error log related to a failure in the blower pressure sensor. The circuit board is defective and is recommended to be replaced.